Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and passed all of the pre-repair diagnostic assessments / repair verification tests. However, the device was observed on the test bench to stop and start again after a while. It was further determined that irregular noises at the motor were noted and a residual liquid was found between the motor and control unit. The control unit was further investigated and the component was tested successfully and no issues were found that contributed to the reported condition. However, it was determined that the issue might have been related to the sensor calibration / sensitivity. It was determined that the residual liquid found inside the device indicated that the issue might have been related to improper maintenance / cleaning which could have caused the reported issue. Therefore, the reported condition was confirmed. However, the assignable root cause could not be fully determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery reamer/drill device started as soon as the mode switch ring was on forward position without pulling the trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.